Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the first device did not fire. The second device fired, but would not release off the tissue. The device was manually pried open with no damage to the tissue. The procedure was delayed ten minutes. Another instrument was opened to complete the procedure. There were no adverse consequences to the pt.